Event description:
It was reported that a patient experienced a pericardial effusion. The effusion was discovered using intracardiac echocardiography during a routine check after the versacross transseptal sheath was pulled back into the right atrium. The procedure involved pulmonary vein isolation and posterior wall ablation using a farawave catheter. A pericardiocentesis was performed, and approximately 150 cc of blood was removed. The patient remained hemodynamically stable with no changes in blood pressure, and a pericardial drain was left in place. The patient was transferred in stable condition to the intensive care unit (ICU) for further monitoring. The physician was uncertain of the cause of the effusion; however, it was noted that the patient had a persistent superior vena cava (svc), which made transseptal access difficult. No further information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the event was reported anonymously, we are not able to complete good faith efforts to obtain specific product information. As such the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. There was no indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.